Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (resets) has been confirmed.  Upon investigation the monitor was resetting.  The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board.      The root cause for the defective u104 pxa processor could not be positively identified.  No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was resetting.